Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a foreign object was found inside the bd vacutainer® sst¿ blood collection tubes. Tube was not used so no patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: to investigate the complaint for foreign matter, thirty (30) retention samples of the incident lot were selected from bd inventory for evaluation. The retains were visually inspected and foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use, a foreign object was found inside the bd vacutainer® sst¿ blood collection tubes. Tube was not used so no patient impact was reported.